Manufacturer narrative:
A cracked reservoir tube lip and cracked battery tube threads were noted during the visual inspection. The insulin pump passed the reset error alarm test with no error alarms noted.

Event description:
It was reported that insulin pump excessively resets time and date. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).